Manufacturer narrative:
(B)(4). This complaint is for air in tubing without an alarm. Per the complaint information, the patient saw air in the patient line. Used sample was discarded, however a companion sample was returned to baxter for complaint investigation. Sample was visually inspected and placed on a machine for priming with no abnormalities noted. This complaint was not confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) stated there were a lot of air bubbles in the patient line and all throughout the set. The technical service representative (tsr) assisted the hp to cycle power off/on and then end therapy to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient's daughter (caregiver) was contacted on (B)(6) 2010. The caregiver stated that they are not sure where the bubbles in the line came from. The caregiver stated that the cause of the low drain volume alarm was because the home patient did not receive his full fill during his manual exchange. The caregiver stated that after starting over with new supplies no further issues were found. The caregiver also stated that they have already disposed of the supplies and the lot number is h10g30026. A companion sample is being returned for evaluation. The caregiver confirmed that the home patient did not develop and adverse reactions and no medical intervention was reported. The caregiver also mentioned that the drain bag was loose that evening and didn't seem to be filling. (Additional complaint will be opened).